Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: it was indicated that the iol is not being returned for evaluation. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zlb00 23.5 diopter intraocular lens (iol) was implanted in the patient¿s operative eye on (B)(6) 2019. Iol was explanted (B)(6) 2019 due to complaint of dislocated lens. Zlb00 23.5 diopter lens was replaced with a zlb00 24.5 diopter lens. It was reported there was no incision enlargement, no suture(s), and no vitrectomy. No additional information was provided to johnson & johnson surgical vision.